Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5160849.

Event description:
It was reported that a broken sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial supplemental MDR, a correction is required.

Event description:
Subsequent to the initial MDR, a correction is required. A voluntary MDR report was received on (B)(6)2024. It was reported that a broken needle or cannula occurred. The sensor was inserted into the arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).